Event description:
Mesh surgery was on (B)(6) 2011. During the next one and a half years, there was stomach pain, internal bleeding, several blood transfusions, discomfort, pain, loss of appetite, weight loss, major swelling at the mesh sight, sepsis, and ultimately death.